Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient was in a supermarket and did not hear the alarm; it was set to vibrate, and he was not aware of the vibrate setting. He became unconscious and an ambulance was called. The patient does not know what treatment was provided. At the time of the report he was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.